Event description:
Per the clinic, the patient experienced pain around the implant site resulting in the decision to have the device explanted. The device was explanted on (B)(6) 2010. There are no plans to reimplant with another device as of the date of this report october 4, 2010.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4)